Manufacturer narrative:
(B)(4). Lifter the analysis results showed that one device was returned with the nose open; however the nose weld was noted to be sufficient. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bariatric by video procedure, the surgeon stated that the stapler was only with 10 staples. Different from the description of the package, that says 20. The procedure was completed with a same like device. There was no patient impact reported.